Event description:
A customer reported to beckman coulter (bec) that the coulter act diff analyzer baths overflowed during a startup. The instrument was rebooted and the red blood cell (rbc) bath was draining, but the white blood cell (wbc) bath did not. The customer was advised to drain the wbc bath with pipette and refill with bleach, but it did not help. The volume of the leaked fluid was 10 ml. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the white blood cell (wbc) bath was overflowing diluent during startup and the vic (vacuum isolation chamber) waste chamber was not draining due to loose connection at j15 connector to lv15 and clogged fitting at vic chamber. The fse reseated the connector, replaced the vic and small check valve that fixed the leak. The cause of the leak was that the wbc bath was overflowing due to loose connection at j15 connector to lv15 and clogged vic chamber. (B)(4).